Manufacturer narrative:
Product ID: 3093-28, lot# v962972, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Stimulation was described as "very uncomfortable."

Event description:
Additional information received reported that the system was removed 3 weeks ago because it never worked for the patient. It was stated that the ins caused too much stimulation.

Event description:
It was reported the patient¿s implant was revised nine days prior to report. It was stated the lead wire came ¿loose¿ and the patient did not have stimulation. As of the date of this report, the patient stated that the stimulation sensation on program 4 was ¿under the battery.¿ it was added that the stimulation sensation was high in the left hip on program 2 at 0.8v. The patient felt stimulation in the ¿front¿ on program 1 at 2.0v. Four days later, it was indicated the patient wanted new programs to try. A loss of therapeutic effect was noted. Two programs were on the patient¿s clitoris and they were causing excessive leaking. This was not happening with the other two programs. The other two programs were causing vibration in the middle of the hip, right under the battery. Additional information has been requested, a follow up report will be sentif additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).